Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low and high blood glucose in association with meal announcements while using the ilet, including reports that basal insulin felt excessive and that the system delivered more insulin than needed for meals; the user adapted by announcing ¿less than¿ meals and was advised by a healthcare provider to delay announcements until after starting to eat, after which support advised pre-meal announcements and consistent meal sizing to enable learning. Symptoms included hypoglycemia with a reported low of 50 mg/dl. Outcomes included self-treatment with oral carbohydrates and transient time below range estimated at 30 to 45 minutes, without medical intervention or hospitalization. Investigation included case review, user interview, and troubleshooting with education on proper meal announcement timing and consistency, and assignment to additional remote clinical training. Investigation of this case revealed no device alarms or malfunctions and suggested user technique and timing of meal announcements as likely contributors to the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.